Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as 01jan2020. Department of cardiac surgery, department of thoracic surgery, rwth university hospital aachen, rwth aachen university, aachen, germany; department of cardiothoracic surgery, heart centre trier, barmherzigen brueder hospital, trier, germany. Author information: l. Schnoering. Schnoering, l., khattab, m. A., akhyari, p., moza, a., haneya, a., diab, a. H., abugameh, a., lotfi, s., & zayat, r. (2024). Pressure-dimension index and left ventricular sphericity index following heartmate ii and heartmate 3 implantation. Esc heart failure, 11(5), 3012¿3022. Https://doi.org/10.1002/ehf2.14839. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article "pressure-dimension index and left ventricular sphericity index following heartmate ii and heartmate 3 implantation" that heartmate 3 (hm3) may be associated with right ventricular failure, infection, bleeding, stroke, pump thrombosis, and death. This study was a retrospective analysis of prospectively collected data from 50 patients implanted with heartmate ii (hmii) or hm3 from 2012 to 2020. 50 patients with hm3 implantation were screened, of which only 24 were used for data collecting due to the following exclusion criteria: poor-quality echocardiography (echo) studies and the absence of follow-up echo. A total of 24 patients (20 (83%) men, 4 (17%) women), had a mean age of 60.8 ± 9.7 years and a body mass index (bmi) of 27.4 ± 6.5 kg/m2. Pre-existing conditions and co-morbidities included: dilated cardiomyopathy (8 patients), ischemic cardiomyopathy (13 patients), nyha > class ii (19 patients), insulin-dependent diabetes mellitus (4 patients), peripheral artery disease (2 patients), transient ischemic attack (1 patient), kawasaki disease (13 patients), dialysis (2 patients), cardiovascular disease (4 patients), pulmonary hypertension (12 patients), previous cardiac surgery (4 patients), stent (11 patients), chronic obstructive pulmonary disease (4 patients), and intermacs class I (2 patients), class ii (3 patients), class iii (7 patients), class IV (11 patients). Hm3 patients had both a significantly longer ICU stay (15 ± 15 days, p = 0.031) and a significantly higher survival rate at 24 months (log-rank test, p = 0.042). There was a weak correlation between the pressure-dimension index (pdi) at 6 and 12 months after implantation and the mortality rate (6 m: r = 0.3, p = 0.043; 12 m: r = 0.312, p = 0.035), whereby a lower pdi was associated with a higher survival rate. The correlation analysis also revealed a weak correlation between the sphericity index at 6 months post-operatively and the need for dialysis after implantation (r = 0.324, p = 0.0026). There was also a weak negative correlation with the occurrence of sepsis (r = -00.355, p = 0.031) and re-thoracotomy (r = -0.362, p = 0.028) 6 months post-operatively in relation to the systolic pulmonary artery pressure (spap). Adverse events included: pneumonia (11 patients), sepsis (5), kidney disease (8 patients), ischemic stroke (2 patients), right heart failure (2 patients), transient ischemic attack (1 patient), gastrointestinal bleeding (2 patients), re-thoracotomy (7 patients), death (1 patient). Left ventricular end-diastolic diameter (lvedd) [pre-op] 6.7 ± 1.3 cm vs. [Post op] 5.5 ± 0.9 cm; right ventricular fractional area change (rvfac) 35 ± 12%, tricuspid annular plane systolic excursion (tapse) 13.9 ± 1.9 mm, tissue doppler estimated tricuspid annular systolic velocity (tasv) 11.5 ± 2.7 mm/s, left ventricular sphericity index (lvsi) 0.8 ± 0.2, pdi [pre-op] 3.4 ± 1.4 mmhg/cm2 vs. [Post-op 6 months] 2.4 ± 0.7 mmhg/cm2, p = 0.012; [pre-op] 3.4 ± 1.4 mmhg/cm2 vs. [Post-op 12 months] 2.0 ± 0.8 mmhg/cm2, p < 0.01. The roc analysis of pdi as a predictor of post-operative right ventricular failure (rvf) showed an area under the curve of 0.921 with a specificity of 0.976 but low sensitivity 0.400. The design of hm3 offered better geometrical preservation of the lv and enabled normal pdi values, leading to improved rv function, as indicated by better rvfac, tapse, and tasv values. The use of pre-operative pdi as an additional tool for established risk scores might offer a better pre-operative predictor of rvf. The analysis of post-operative complications showed a significantly longer ICU stay for patients with hm3 (hmii: 7 ± 7 days vs. Hm3: 15 ± 15 days, p = 0.031) with a significantly higher survival rate at 24 months of hm3 patients (log-rank test, p = 0.042). Lvedd significantly decreased 12 months post-operatively compared with the pre-operative values. Pdi decreased significantly 12 months post-operatively and was associated with better survival. Tapse, tasv, and rvfac were significantly higher 12 months after surgery, reflecting better rv function. From all pre-operative echocardiographic parameters only pdi was a predictor of post-operative rvf. A high pdi indicates high rv afterload and rv dilation with high pulmonary vascular resistance and low right atrial pressure. The study showed that the pdi decreased significantly 12 months after hm3 implantation and was in the lower tertile (2.0 ± 0.8 mmhg/ m2).